Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim complaint received ad 26 jan 2023 claim received from kennedys. Reason for revision polyethylene enucleation and all the anchorages were broken. Doi: (B)(6) 2019 dor: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: implanting hospital: hospital del pilar (barcelona) revision surgery date: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received,¿ claim complaint received ad (B)(6) 2023 claim received from (B)(6). Reason for revision polyethylene enucleation and all the anchorages were broken. Doi: (B)(6) 2019. Dor: unknown. Unknown hip¿. Product description: - pinn sector w/gription 50mm. Product code: - 121732050. Lot no: - 9258954. Quantity of manufactured: - (B)(4). Date of manufacturing: - 20-aug-2019. Expiry date: - 31-july-2029. IFU reference: - (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: - pinn sector w/gription 50mm product code: - 121732050. Lot no: - 9258954. Quantity of manufactured: - (B)(4). Date of manufacturing: - 20-aug-2019. Expiry date: - 31-july-2029. IFU reference: - (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified. H11 additional narrative: added: h4.